Event description:
It was reported that after a left shoulder arthroscopy the scrub nurse found that the metal plate attached to the serfas wand was broken off and not visible. After not finding during inspection of sterile field an x-ray was ordered. Peices of the metal plate were found inside the patient's left shoulder, so a small incision was made to remove the pieces with flouro guidance. The pieces were verified to be removed from the patient.

Event description:
It was reported that after a left shoulder arthroscopy the scrub nurse found that the metal plate attached to the serfas wand was broken off and not visible. After not finding during inspection of sterile field an x-ray was ordered. Pieces of the metal plate were found inside the patient's left shoulder, so a small incision was made to remove the pieces with fluoro guidance. The pieces were verified to be removed from the patient.

Manufacturer narrative:
Additional information will be provided once investigation has been completed.

Manufacturer narrative:
The product was not returned for investigation. The reported failure mode could not be confirmed. The device history record of the reported lot number was reviewed. There were no manufacturing related discrepancies observed that could contribute or is related to this condition. Probable root causes for the reported condition can be associated, but not limited to: non conforming component; poor assembly process and/or; misuse. However, this cannot be confirmed since the unit was not returned. In the event that the unit is returned, a full evaluation will be conducted and a follow up report will be issued. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.